Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The patient reported that on (B)(6) 2010 at 3:00pm she obtained blood glucose readings of "179 mg/dl" with the subject meter and "91 mg/dl" on an emt's meter, performed 10 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied developing symptoms or receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and that the test strips were in good condition. The patient did not have control solution to test the reported products. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.